Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.